Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure. According to the complainant, during the procedure, the device was tested for functionality prior to use and found out that the basket failed to open completely. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; basket wire detached.

Manufacturer narrative:
A detailed device analysis was performed on the returned zero tip nitinol retrieval basket, it was noted that the complaint device is not consistent with the complaint incident that the basket won't open. A visual assessment was performed and revealed that the basket and all of its basket wires were present; however, one of the basket wires was detached and the rest of the basket wires were attached and were not bent. The detached wire appeared to have been hit with a heat source such as a laser as the wire was blued, and the detached wire end had slag present. Several kinks were identified along the working length of the outer sheath. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications. During manufacturing, the devices are 100% inspected for functionality/integrity. Therefore, the most probable root cause for this complaint is user error.